Manufacturer narrative:
On 1/7/2019, it was reported to mentor that the device history record (DHR) for the lot number 264872 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 375cc and experienced capsular contracture baker grade unknown on the left breast implant . As a result, the patient had undergone explantation and replacement with non mentor breast implant of unknown type on (B)(6) 2018.